Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the fio2 percentage is dropping while on a patient. The customer stated there was a patient involved when this issue occurred. The customer stated there was no patient harm or injury.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the gas delivery engine (gde) and tested the device. The problem was resolved. After replacing the gde and testing the device the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. The vyaire failure analysis laboratory received the suspected component and performed a failure investigation.. The reported issue was duplicated in the laboratory setting. Bench testing revealed the problem was isolated to the o2 blender assembly.